Event description:
It was reported that "during the procedure, the surgeon noticed that the staples were not closing. There was no consequences for the patient. The surgeon used a staple from another lot". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jam-staples not forming/closing" was confirmed based upon the sample received. The sample was returned with the cover block broken and partially detached from the trigger. This resulted in significant resistance when firing the stapler. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. It could not be determined how or when the cover block partially detached from the trigger. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the procedure, the surgeon noticed that the staples were not closing. There was no consequences for the patient. The surgeon used a staple from another lot". The patient status is reported as "fine".